Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, visual analysis, supplier evaluation and system risk analysis (sra). The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue since there is sufficient information to determine user error as the cause. The customer stated no loads were used on patients as the event took place in a decontamination room of a medical device manufacturer. The instruments processed are not used on patients. The likely assignable cause of this issue was user error. The customer used the solution past the 14-day reuse period. The customer has been advised to always follow the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported using cidex® opa solution past the 14-day reuse period. The load was released and used on patients. There are no serious injuries reported. Per the instructions for use (IFU), it states cidex® opa solution must be discarded after its 14-day reuse period even if the cidex® opa test strip indicates a concentration above the minimum effective concentration (mec). The customer was advised to always follow the IFU. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer used cidex® opa solution beyond its 14-day reuse period.